Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited a distorted image on the screen. The issue occurred during diagnostic colonoscopy procedure while the patient was under sedation. The intended procedure was completed using the same device. There were no reports of patient harm.